Event description:
Consumer e-mailed stating that the brush broke off during brushing. No injury was reported.

Manufacturer narrative:
Product return was received and identified as a non-genuine oral-b product, it was not manufactured under p&g control.

Manufacturer narrative:
Product return was not received. A valid production code hasn't been provided by the reporter, therefore no further product investigation possible. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer e-mailed stating that the brush broke off during brushing. No injury was reported.